Manufacturer narrative:
The reported condition was confirmed. Review of the complaint history reveals simlar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
A pump with depleted batteries. It is unk when this occurred. There was no pt injury or medical intervention necessary according to the hosp representative.